Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Explant date: na. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -18.00 diopter, in the patients right eye (od) on (B)(6) 2017. The reporter indicated the patient had significant reduction of endothelial cell count or significant endothelial cell loss over a period of 3 years. The surgeon has decided to leave the lens implanted and the patient will be monitored. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).